Manufacturer narrative:
Product event: (B)(4). Surgeon information incomplete but a good faith effort is in progress to obtain incomplete patient information from the customer. If information is provided in the future, a supplemental report will be issued.

Event description:
During a procedure, the surgeon reported being burned by the plasmablade device. The location and degree are unknown. It is unknown if any interventions were needed.

Manufacturer narrative:
Product analysis #(B)(4): brief description of complaint: during a procedure, the surgeon had a small burn injury. (Per further follow-up information): ¿during the operation plasmablade 4.0 has been giving a spark when they have used it and one spark has been hit to the surgeon¿s hand and it has made a burn injury to the surgeon¿. Investigation conclusion: the reported issue was not confirmed. The device functions as expected and met the product specification requirements for both test fire, via activation in grounded saline, and electrical continuity testing. The complaint could not be recreated for the device sparking issue that was reported, nor burn injury allegations. However, activating the device outside the field of tissue can create arcing which can cause the gap between the tissue and the device in the field to create sparks. Contact with metal objects and instruments via the plasmablade¿ device should be avoided while power is being applied, as unintended tissue damage and electrode tip damage could occur. If information is provided in the future, a supplemental report will be issued.

Event description:
During a procedure, the surgeon reported being burned by the plasmablade device. The location and degree are unknown. It is unknown if any interventions were needed. Additional information received: the surgeon reported sparking from the plasmablade device, causing a 1-2mm first degree burn on their hand.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
During a procedure, the surgeon reported being burned by the plasmablade device. The location and degree are unknown. It is unknown if any interventions were needed. Additional information received: the surgeon reported sparking from the plasmablade device, causing a 1-2mm first degree burn on their hand.